Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established as no foreign material was evident on inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino-laryngo videoscope had foreign material in a crack of the lens. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a random component failure led to the device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino-laryngo videoscope had foreign material in a crack of the lens. There were no reports of patient harm.